Manufacturer narrative:
Upon receipt at medtronic (B)(4) service and repair, review of the event log from the instrument showed an error code related to speed control. The device was tested, but no performance issues were detected during analysis. The unit was then returned to us medtronic service depot for further analysis and again the performance issues could not be duplicated. A review of the instruments device history record does not indicate any anomalies during manufacturing. Conclusion: the error log that was downloaded from the instrument confirmed the occurrence of a speed control error, but the root cause of the error could not be determined as the error could not be duplicated during device analysis. (B)(4).

Event description:
Medtronic received information that during use in pcps (percutaneous cardiopulmonary support) for orthopedic surgery, as the user was turning down the rpm knob slightly on this bioconsole, the flow on the main screen could not be observed. The user then realized that the usual sound from the external motor could not be heard and suspected that there was an issue on the bioconsole or the external motor. The pump was stopped and switched to the hand crank within ten seconds. The hand crank was used for ten minutes while a new bioconsole was brought in. The user put the bio-pump on the new external motor after detaching it from the hand crank and normal function was observed. There were no further performance issues and the case was completed after six total hours. There were no adverse effects to the patient. Further information was received by medtronic sales representative that the patient¿s heart function recovered, but fourteen days after the surgery the patient¿s condition deteriorated while receiving treatment for a pneumothorax (which was not associated with the original product event). Nineteen days after surgery the patient expired. From the available information the bioconsole is not considered to be a cause or contributing factor in the patient's death.